Manufacturer narrative:
Insulin pump passed idle current test, run current test, self test, off no power test and displacement test. No failed battery test alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had failed battery alarm. Customer's blood glucose value was 15.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.